Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported on behalf of an adc freestyle libre user. It was reported that the customer's reader was defective due to unspecified reason and due to this issue, he/she was hospitalized. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was reviewed for the reported complaint and fs libre reader, and it was concluded the tripped trend was not correlated with any identified product related issue. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
An unspecified issue was reported on behalf of an adc freestyle libre user. It was reported that the customer's reader was defective due to unspecified reason and due to this issue, he/she was hospitalized. No further information was provided. There was no report of death or permanent injury associated with this event.